Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
C3600 cusa blue tubing was found to be leaking at the start of procedure. The staff could not confirm that any of the contaminated saline actually reached the pt. The surgeon did not think that it did. Add'l info has been requested.